Event description:
It was reported to philips that the system was unable to do fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned diagnostic procedure was completed as planned with pressing once more. The philips remote service engineer (rse) analyzed the system remotely and confirmed that footswitch was not sensitive. Upon troubleshooting rse found that the issue with fluoroscopy. To resolve the issue, rse instructed customers to replace the wired footswitch. The defective footswitch was returned to philips for analysis and found the paint damage and anti slip was missing. After replacement, the system was returned to use in good working order. He codes were updated based on investigation outcome.